Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mjz443 number, and no non-conformance's were identified.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date in 2019 and suture was used. The needle was broken at the tip during use. No broken pieces were dropped in the patient body. There were no patient consequences were reported. There is no further information.